Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient believes that the pudendal nerve damage was caused by overstimulation of the implant. They were ¿used to 0.4 setting, but the healthcare provider set it up at 1.0.¿ it was noted that they saw the nurse practitioner 2 weeks post-op, they tested the leads at 1.0 and shocked the heck out of the patient. It was noted that that set them back 2 weeks of recovery time; they went through pt until (B)(6) of 2016 at which time all pain was gone. The pain returned in (B)(6) 2018, and they were hopeful it would go away, but it did not. The patient turned the unit off on 2018-(B)(6). It was noted that they saw the nurse practitioner on 2018-(B)(6) and had x-rays the same day. The patient was asked to turn it back on 2018-(B)(6), and until then they didn¿t realize how much having it turned off actually helped. They were only able to keep if on for 7 days because it caused excruciating pain, so they turned it back off. They were able to urinate 6 times daily, so when they saw the healthcare provider on 2018-(B)(6) they asked to have it removed, and the healthcare provider agreed that it should come out. The healthcare provider felt that the patient really needed an MRI to accurately determine the source of pain, but that couldn¿t be done with the unit in their body. It was noted that they got 4 vaginal nerve blocks on 2018-(B)(6) which helped a lot. The device was explanted, and the healthcare provider didn¿t believe that the nerve damage was from the implant. Since removal all pain has gone away. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had their device removed 3 weeks ago because it was causing pudendal nerve damage. Patient found out about the pudendal nerve damage when they previously had their device replaced (B)(6) 2016 and went through physical therapy. By (B)(6) they were pain free, but started having problems bending over and sitting and squatting by (B)(6) 2017. It was mentioned they had severe problems and all they could do was lay down so they had their device removed. No further complications were reported.